Event description:
It was reported that a patient underwent an orthopedic back surgery on (B)(6) 2023 and barbed suture was used. In the ward / ICU, the patient was infected. The surgeon has no idea what the cause was. The surgeon doesn't think the product was the cause. However, the surgeon recently changed to this needle-suture. Maybe over-tightening the suture was not a good idea. The patient underwent reoperation. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m . H6 component code: g07002 device not returned . To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: "serious injury please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure unk. Name of index surgical procedure? Unk. The diagnosis and indication for the index surgical procedure? Unk. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Unk. On what tissue was the suture used? Sxpp1a301 on fascia, sxpp1b103 on dermis. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Not reported about abnormally. For stratafix symmetric suture: ¿ when beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? The surgeon use the device properly. ¿ after taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? The surgeon use the device properly. ¿ did the surgeon then proceed with wound closure in the opposite direction of the first pass? The surgeon use the device properly. ¿ ¿ was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? The surgeon use the device properly. ¿ were two reverse stitches performed across the incision prior to closure? The surgeon use the device properly. For stratafix spiral suture: ¿ was the fixation loop secured to tissue at the initiation of suture use during the index procedure? The surgeon use the device properly. ¿ was at least one reverse stitch performed prior to closure? The surgeon use the device properly. Please describe any medical/surgical intervention required for this suture event including dates and results. Reoperation. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. Can you describe the appearance of the stratafix suture during second procedure, if applicable? The surgeon didn't shared it with us. Signs/symptoms of active infection prior to this surgical procedure? Not reported. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Unk. Were cultures performed? If so, please provide the results. No. How much and what type of drainage is present in this wound? Unk. Were any pre-op cleansing procedures changed recently? If yes, please describe unk. Other relevant patient history/concomitant medications? No. What is the physician¿s opinion as to the etiology of or contributing factors to this event? The surgeon said, ¿I have no idea what the cause was. I don¿t think the product was the cause. However, I recently changed needle-suture to stratfix.maybe over-tightening the suture was not a good idea."" Patient's current status? No problem. Lot number? Unk. Related medwatch reports: 2210968-2023-08894.